Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mild tortuous and severely calcified cephalic vein. A 5.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilation. During insertion of the device, it was noted that the balloon had a pinhole rupture. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.